Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The patient was not hospitalized for the event. Treatment for the event was not reported. On an unreported date, the patient was shifted to continuous ambulatory pd (no further detail was provided). At the time of this report, the peritonitis was not resolved and the patient had not yet recovered from peritonitis event. Action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.